Event description:
It was reported, that since december 2004, over time 9 channels of the patient's implant revealed the status "hi." The implant is obviously showing progressive electrode failure, the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.